Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute integrity drug eluting stents were implanted in the coronary artery [rsint30030ux and rsint40026ux]. Post procedure, patient suffered myocardial infarction on same day of procedure. Cec adjudicated event as myocardial infarction.